Event description:
The facility representative contacted baxter to report a flogard infusion pump in which a false occlusion alarm occurred. The event occurred in the delivery room at an unknown process step. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an occlusion was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: a service history review revealed that the device was not previously serviced for the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.